Event description:
It was observed that during device evaluation, the ultrasound gastrovideoscope had adhesive around objective lens chipped. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, although a root cause could not be identified it is presumed the likely cause of the malfunction is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.